Event description:
Two weeks prior to admission of pt to the hosp, he experienced increasing pain of the left knee. A left total knee arthroplasty had been performed during 1983. Pt was noted to have a "loose piece of steel" in his knee. He was admitted to the hosp for removal of the foreign body. A diagnotic videoarthroscopy was performed. A piece of metal, that had come loose from the total knee prosthesis, was excised. This piece of metal measured 1.2 x 0.4 x 0.3 cm. According to the pathology report. The pt is to be readmitted to the hosp at a later date for complete removal of the prosthetic device and revision arthroplasty of the knee.